Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient no longer had any device. The patient reported that their ins was removed due to a drug reaction. They noted that it was not the device itself, but more of a body reaction. They stated that the leads caused some reaction as well. It was reported that the system had to be removed due to hematoma and other reasons not specified by the patient. No further complications were reported. Follow-up was conducted.